Event description:
Tip broke off as surgeon attempted to cut suture. A second incision was made and the broken jaw was retrieved successfully. No adverse consequences have been reported with the patient as a result of this event. This device is used for treatment.